Event description:
Customer initially reported their abbott diabetes care would no longer charge. The product was returned and investigated for the charging issue, however during investigation burn marks to the usb cable was observed.. This report is being submitted due to the additional issue observed during returned product investigation. There no was no rep ort of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed inside the usb .reader powered on with button depression .visually inspected the returned usb cable. Burn marks were observed on the micro-usb end. Liquid contamination was observed on usb(universal serial bus).the 4th light on the rx row did not light up during cable testing. Usb charging cable has failed testing. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter .the power adapter voltage was measured to be within the specific range. Power adapter passed testing. An extended investigation was performed. Visual investigation has been performed on returned reader. Liquid contamination and heat damage was observed to the usb port . Returned reader was de-cased and broken usb tracks were observed. No burn marks were observed to the pcba (printed circuit board assembly), battery or any other internal component. Returned reader battery was intact with no damage and voltage was measured to be within specific range. Reader was successfully communicated with software. Thermal camera was used to inspect for any hotspot and no abnormal hot spots were observed. No further test could be performed on the reader as damage was observed to the universal serial bus (usb) port. A visual inspection was performed on the returned universal serial bus (usb) cable and micro-b side of the charging cable was observed to be burned in side the micro-b side. Evidence of liquid contamination was observed on micro-b. Reader usage log was downloaded and readings were observed ,which revealed that it was not an out of box failure. The present of liquid contamination in the usb port could create short circuit while the cable was plugged to the ac power therefore resulting into the damage or burnt. As no burn marks or abnormalities was observed on the pcba of the reader or near the battery, it indicated that fire could not have been produced by the reader or by its component. However there was evidence of liquid contamination in the usb port, therefore, the issue is not confirmed due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care would no longer charge. The product was returned and investigated for the charging issue, however during investigation burn marks to the usb cable was observed.. This report is being submitted due to the additional issue observed during returned product investigation. There no was no rep ort of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.